Event description:
Additional information was received that the medtronic guidewire did not contribute to the dislodge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. D10. Continuation of d10: product ID {gwbc30}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail catheter, and the valve dislodged aortic. Additionally, a medtronic guidewire was used during the procedure.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, the patient was reported to be between valve sizes of 29 millimeters (mm) and 26 mm. Upon initial deployment of the 26 mm valve, the valve was recaptured at an implant depth of 3-4 mm because the valve would not stay seated at 80% deployment. The valve was subsequently redeployed, and once again recaptured at an implant depth of 6-7 mm because the valve would not stay seated at 80% deployment. The valve and delivery catheter system (dcs) were subsequently withdrawn from the patient, and a 29 mm valve was loaded into a new delivery catheter system (dcs) to complete the procedure. It was noted that a 5 minute procedural delay occurred as a result. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10. Product ID; {evfxplus-26}; product lot/serial number {(b}(6)}; product type: {0195-heart valves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.